Manufacturer narrative:
No report of patient involvement. The reported event was confirmed with the customer. It was recommended to replace the acb board should issue recur. Customer instructed to call back if the issue is not resolved.

Event description:
The hospital reported an unexpected reset error had occurred. There was no report of patient involvement.